Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Imaging was not provided. The event as described could not be confirmed.

Event description:
It was reported through the rage clinical study that a ruptured right m2 saccular aneurysm was treated with an embolization implant coil. When the patient returned to the nsicu, they were found to have new onset left hemiplegia and gaze preference. An urgent ncct did not show re-bleeding. Patient sent for dsa to assess large vessel occlusion. Mechanical thrombectomy was then performed on thrombus at r proximal m2. The outcome was resolved without sequelae.